Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the introducer needle did not pop up within 3 hours of insertion on (B)(6) 2024. The insertion site was abdomen. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.